Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15093. It was reported that an asymptomatic patient presented to an normal generator replacement. Prior to opening the patient, it was discovered that there was low pacing impedance on the atrial lead. Once inside, an insulation break was found on the lead. The right ventricular lead also exhibited an insulation break. Both leads were explanted and replaced. Patient was stable after the procedure.